Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed at it was noted that the solvent was not applied uniformly through the tubing area and a twist was observed in the union of the tubing and male luer. Pressure testing and clear passage under water testing was performed with no issues noted. The reported condition was verified. The cause of the reported condition was an assembly issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Baxter was notified on a voluntary medwatch form (B)(4), date of report 13-dec-2018 (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink luer activated valve came apart where the tubing connects to the male luer adapter. This was identified during preparation. The customer replaced the device with a new set. There was no patient involvement. No additional information s invaluable.